Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: essure insertion date previously reported was: (b)(64) 2013. Patient received treatment for migration . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was added and new events pelvic pain, abdominal pain, essure migration added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.